Event description:
The pt received two scs system, including two leads (with the same lot number) on (B)(6) 2011. It was reported, the pt had no stimulation. An x-ray was performed showing the lead had migrated out of the epidural space. F/u identified the physician repositioned the lead on (B)(6) 2011, and anchors were added. No further complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.